Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B) (4). No complaint was received with return of the device. Failure (event) observed during analysis. The pulse generator was found to have no output and no telemetry. The battery voltage was 0.87 v, too far below end of life to power the device for operation. With a new battery installed, current drain of 545 ua was observed. Inspection found burned spots on the feed-thru board.

Event description:
This report is to advise of an event observed during analysis.